Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded the cartridge with 200 units of insulin and received a minimum fill notification. The customer was able to load a new cartridge onto the pump and resume insulin delivery. There was no impact to the customer's blood glucose level.